Manufacturer narrative:
Original MDR 2517506-2017-00896 was filed 20-dec-2017. Additional information (22-feb-2018): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated cardiac troponin (ctni) results. Hsc reviewed the instrument data and no product non-conformance was identified with the reagent or instrument. The patient sample was returned to siemens and testing was performed. Testing was performed with heterophile blocking tubes. The testing verified the presence of a heterophile antibody. The data from the testing and in the escalation is consistent with heterophilic interference. The dimension vista ctni instructions for use (IFU) states in the limitations of procedure: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. No further evaluation of the device is required. Section have been updated to reflect the hsc conclusion.

Manufacturer narrative:
The customer contacted siemens customer care center for the discordant elevated cardiac troponin result on the dimension exl instrument. The customer did not repeat the patient sample on the dimension exl system. The cause for the discordant elevated tni result is unknown. Siemens is investigating the incident.

Event description:
A discordant elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl instrument. The initial result was not reported to the physician. No corrected report was issued. The same sample was repeated on an alternate non-siemens instrument and a lower result was obtained. The lower result obtained from the alternate instrument was reported. There are no reports of patient intervention or adverse health consequences due to the discordant elevated tni result.